Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with two prostyle devices using the pre-close technique via a 7f sheath hole prior to ablation interventional procedure. Reportedly, there was no suture present when the plunger was removed from both devices. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to a 14f, and the ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the reported difficulties and the subsequent treatment is related to the circumstances of the procedure. In this case an anterior needle to cuff miss occurred due to patient anatomy (e.g., tortuosity, calcification, scar tissue) or user technique (e.g., position of device, position stability). There is no indication of a product quality issue with respect to manufacture, design or labeling. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated.